Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During the evaluation, the error code e222 was confirmed due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused due to a faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus 4k autoclavable camera head was presenting an e222 scope communication error during an unspecified procedure. According to the initial reporter, the subject device was inspected prior to use with no abnormalities reported. Additional details relating to the patient and the event have been requested but were unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and causing the reporter error code failure. Additionally, the rear cover label was found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.